Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having a nerve muscle conduction test and the first therapist that was in here told them they didn't have to turn the implant off for the nerve part so they did not turn the stimulation off. Patient stated now the controller was showing the set up for implant trial or clinician screen. Patient said when they clicked implant it didn't do anything and it went to english. Patient also said they were not getting any stimulation and they couldn't turn the controller off. Patient mentioned they were laying on the bed, they were getting some stimulation and the stimulation was about to kill them. Patient stated when they were on their back and said that's how they knew stimulation was on because when they lay down on the back it was killing them. During the call, patient connected to the controller, controller showed set up for implant then connect the recharger. Patient mentioned their equipment was in their car and the healthcare provider was coming back to conduct the muscle conduction test. Patient then said they were in the car and their healthcare provider had to go out to the car to get the battery pack. Agent reviewed with the patient that the stimulation would turn off when the implant battery gets depleted in the red, but patient said that the implant was fully charged. Agent reviewed with patient to connect the recharger and follow the prompts on the controller to connect to their implant. The issue was not resolved. Agent advised the patient to call back if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.